Event description:
It was reported that pump touchscreen was heavily scratched and was difficult to read. There was no reported impact to the customer¿s blood glucose level. Customer had already discussed issue with support team and declined further follow up, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.